Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ was unable to remove the entire essure device ¿ a piece is left inside of me'), salpingitis ('disruptive fallopian tube segment focal mild chronic inflammation'), menorrhagia ('menorrhagia'), bladder disorder ('bladder disorder') and urinary tract disorder ('urinary tract disorder') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, type 2 diabetes mellitus, umbilical hernia without mention of obstruction or gangrene, essential hypertension, ovarian cyst, asthma, endometriosis of uterus, fibromyalgia, menses irregular with excessive bleeding and weakness (intermittent left sided weakness). On (B)(6) 2010: (as per pfs) essure confirmation test done: total bilateral occlusion. Previously administered products included for an unreported indication: insulin and depo-shot. Concurrent conditions included hepatitis, cholelithiasis, sinusitis noninfective, dizziness, bloating, stress urinary incontinence, bladder operation, bladder dysfunction and abdominal pain. Concomitant products included amitriptyline, cefixime (flexeril), gabapentin, hydrocodone bitartrate;paracetamol (vicodin), lisinopril, metformin, metoprolol succinate (toprol) and naproxen sodium (naprosyn). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/loss [not specified]."). On (B)(6) 2019, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), 9 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and dry skin ("rashes or skin conditions: dry skin"). The patient was treated with surgery (ablation, on (B)(6) 2019 laparoscopic partial salpingectomy with removal of essure implants and bladder sling). At the time of the report, the device breakage, salpingitis, bladder disorder, urinary tract disorder, female sexual dysfunction, dyspareunia, fatigue, cystitis, urinary tract infection, migraine, nausea, depression, dry skin, vaginal discharge and weight fluctuation outcome was unknown, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the pelvic pain was resolving and the back pain had not resolved. The reporter considered back pain, bladder disorder, cystitis, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: right essure removed from cornual end of uterus. Left fallopian tube. Coil removed and remainder of proximal end of fallopian tube separated from cornual end of uterus. On (B)(6) 2019 plantiff returns for f/u after having essures removed laparoscopically and without any complaints; also, to have one suture removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2019: CT pelvis: indication: postoperative followup. Findings: bowel pattern normal. Distal/lower urinary tract normal. Approximately 1.5 cm retained intrauterine tubular foreign body in/at left isthmus. Leading tip does reach superolateral serosa. Musculoskeletal normal. Small clustered bilateral ovarian cyst. Foreign body noted on scout imaging. Impression: abnormal non-contrasted study. Residual uterine foreign body.. Pathology test - on (B)(6) 2019: anatomic diagnosis: right fallopian tube with attached essure implant, partial salpingectomy: a disruptive fallopian tube segment with vascular congestion and loosely attached essure implant. Left fallopian tube with attached essure implant, partial salpingectomy: a disruptive fallopian tube segment with vascular congestion, hemorrhage and focal mild chronic inflammation. Ultrasound pelvis - on (B)(6) 2017: normal uterus and central uterine complex. Bilateral isthmic tubal ligation device. Normal bilateral ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, nausea, headaches, depression, pelvic pain, disruptive fallopian tube segment focal mild chronic inflammation. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: disruptive fallopian tube segment focal mild chronic inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ was unable to remove the entire essure device ¿ a piece is left inside of me'), salpingitis ('disruptive fallopian tube segment focal mild chronic inflammation'), menorrhagia ('menorrhagia'), bladder disorder ('bladder disorder') and urinary tract disorder ('urinary tract disorder') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, type 2 diabetes mellitus, umbilical hernia without mention of obstruction or gangrene, essential hypertension, ovarian cyst, asthma, endometriosis of uterus, fibromyalgia, menses irregular with excessive bleeding and weakness (intermittent left sided weakness). On (B)(6) 2010: (as per pfs) essure confirmation test done: total bilateral occlusion. Previously administered products included for an unreported indication: insulin and depo-shot. Concurrent conditions included hepatitis, cholelithiasis, sinusitis noninfective, dizziness, bloating, stress urinary incontinence, bladder operation, bladder dysfunction and abdominal pain. Concomitant products included amitriptyline, cefixime (flexeril), gabapentin, hydrocodone bitartrate;paracetamol (vicodin), lisinopril, metformin, metoprolol succinate (toprol) and naproxen sodium (naprosyn). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), fatigue ("fatigue"), migraine ("migraines/headaches") and weight fluctuation ("weight gain/loss [not specified]."). On (B)(6) 2019, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), 9 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression,psych injury") and dry skin ("rashes or skin conditions: dry skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, on (B)(6) 2019 laparoscopic partial salpingectomy with removal of essure implants and bladder sling). Essure was removed. At the time of the report, the device breakage, salpingitis, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, urinary tract infection, nausea, depression, dry skin and weight fluctuation outcome was unknown, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, female sexual dysfunction, fatigue, migraine and weight increased had resolved and the back pain had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: right essure removed from cornual end of uterus. Left fallopian tube. Coil removed and remainder of proximal end of fallopian tube separated from cornual end of uterus. On (B)(6) 2019 "plaintiff" returns for f/u after having essures removed laparoscopically and without any complaints; also, to have one suture removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2019: CT pelvis: indication: postoperative followup. Findings: bowel pattern normal. Distal/lower urinary tract normal. Approximately 1.5 cm retained intrauterine tubular foreign body in/at left isthmus. Leading tip does reach superolateral serosa. Musculoskeletal normal. Small clustered bilateral ovarian cyst. Foreign body noted on scout imaging. Impression: abnormal non-contrasted study. Residual uterine foreign body.. Pathology test - on (B)(6) 2019: anatomic diagnosis: right fallopian tube with attached essure implant, partial salpingectomy: a disruptive fallopian tube segment with vascular congestion and loosely attached essure implant. Left fallopian tube with attached essure implant, partial salpingectomy: a disruptive fallopian tube segment with vascular congestion, hemorrhage and focal mild chronic inflammation. Ultrasound pelvis - on (B)(6) 2017: normal uterus and central uterine complex. Bilateral isthmic tubal ligation device. Normal bilateral ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, nausea, headaches, depression, pelvic pain, disruptive fallopian tube segment focal mild chronic inflammation. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: disruptive fallopian tube segment focal mild chronic inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : "following" events were added - abdominal pain, weight gain. Outcome of pelvic pain was changed from recovering/resolving to recovered/resolved and outcome of dyspareunia, apareunia, fatigue, migraines, was changed from unknown to recovered/resolved. Reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ was unable to remove the entire essure device ¿ a piece is left inside of me'), salpingitis ('disruptive fallopian tube segment focal mild chronic inflammation'), menorrhagia ('menorrhagia'), bladder disorder ('bladder disorder') and urinary tract disorder ('urinary tract disorder') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, type 2 diabetes mellitus, umbilical hernia without mention of obstruction or gangrene, essential hypertension, ovarian cyst, asthma, endometriosis of uterus, fibromyalgia, menses irregular with excessive bleeding and weakness (intermittent left sided weakness). On (B)(6) 2010: (as per pfs) essure confirmation test done: total bilateral occlusion. Previously administered products included for an unreported indication: insulin and depo-shot. Concurrent conditions included hepatitis, cholelithiasis, sinusitis noninfective, dizziness, bloating, stress urinary incontinence, bladder operation, bladder dysfunction and abdominal pain. Concomitant products included amitriptyline, cefixime (flexeril), gabapentin, hydrocodone bitartrate;paracetamol (vicodin), lisinopril, metformin, metoprolol succinate (toprol) and naproxen sodium (naprosyn). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/loss [not specified]."). On (B)(6) 2019, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), 9 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and dry skin ("rashes or skin conditions: dry skin"). The patient was treated with surgery (ablation, on (B)(6) 2019 laparoscopic partial salpingectomy with removal of essure implants and bladder sling). At the time of the report, the device breakage, salpingitis, bladder disorder, urinary tract disorder, female sexual dysfunction, dyspareunia, fatigue, cystitis, urinary tract infection, migraine, nausea, depression, dry skin, vaginal discharge and weight fluctuation outcome was unknown, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the pelvic pain was resolving and the back pain had not resolved. The reporter considered back pain, bladder disorder, cystitis, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: right essure removed from cornual end of uterus. Left fallopian tube. Coil removed and remainder of proximal end of fallopian tube separated from cornual end of uterus. On (B)(6) 2019 plantiff returns for f/u after having essures removed laparoscopically and without any complaints; also, to have one suture removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram pelvis - on (B)(6) 2019: CT pelvis: indication: postoperative followup. Findings: bowel pattern normal. Distal/lower urinary tract normal. Approximately 1.5 cm retained intrauterine tubular foreign body in/at left isthmus. Leading tip does reach superolateral serosa. Musculoskeletal normal. Small clustered bilateral ovarian cyst. Foreign body noted on scout imaging. Impression: abnormal non-contrasted study. Residual uterine foreign body. Pathology test - on (B)(6) 2019: anatomic diagnosis: right fallopian tube with attached essure implant, partial salpingectomy: a disruptive fallopian tube segment with vascular congestion and loosely attached essure implant. Left fallopian tube with attached essure implant, partial salpingectomy: a disruptive fallopian tube segment with vascular congestion, hemorrhage and focal mild chronic inflammation. Ultrasound pelvis - on (B)(6) 2017: normal uterus and central uterine complex. Bilateral isthmic tubal ligation device. Normal bilateral ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, nausea, headaches, depression, pelvic pain, disruptive fallopian tube segment focal mild chronic inflammation. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: disruptive fallopian tube segment focal mild chronic inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received. Reporter information, patient demographic information and product information details updated. Product indication female sterilization updated. Essure stop date updated. Other relevant history and lab data updated. Events: device breakage/ was unable to remove the entire essure device ¿ a piece is left inside of me, disruptive fallopian tube segment focal mild chronic inflammation, was unable to remove the entire essure device ¿ a piece is left inside of me, pelvic pain, abnormal bleeding vaginal, menorrhagia, back pain, apareunia (inability to have sexual intercourse), bladder disorder, urinary tract disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection: bladder, infection: urinary, migraines/headaches, nausea, psychological or psychiatric problems ¿ depression, rashes or skin conditions: dry skin, surgery ¿ bladder sling, vaginal discharge, weight gain/loss [not specified] newly added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.